Event description:
Boston scientific received information that during an implant procedure varying out of range shock impedances were reported along with noise on the shocking channel on two implantable cardioverter defibrillators (ICD) and two right ventricular (rv) defibrillation leads. Technical services (ts) suggested that the electrocautery grounding pad be removed; however, there was no change. The field representative then removed the external defibrillation pad and issue was then resolved. Ts discussed a possible pathway for noise through the external defibrillation pad or the electrocautery equipment. No adverse patient effects were reported. The first ICD was not implanted and was returned.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device was thoroughly tested. A 50 ohms load was attached to the device and shocking lead impedances were measured and were found to be all within normal limits. The device was put through and passed the pg therapy verification test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications. It was reported that the noise on the shock electrogram was due to emi from an external defibrillation patch.